Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise episodes leading to oversensing were observed on the right ventricular (rv) lead. No intervention was performed; the patient's condition was stable and will continue to be monitored.

Event description:
It was reported that the rv lead was capped and replaced. The patient was stable following the procedure and there were no adverse consequences.